Event description:
Discordant sodium (na) results were obtained on one patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated two times on the same instrument. The second repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer was processing a patient sample while the sample diluent bottle was empty. The ccc instructed the customer to replace the sample diluent bottle and run qc. The cause of the discordant sodium results was due to user error. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.